Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy suture could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect of hematoma is listed in the perclose proglide instructions for use (IFU) as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using two proglide devices with a 6f sheath after a peripheral angiogram interventional procedure. Reportedly, a cuff miss occurred with the first proglide device and the suture came out of the artery with the knot on the second proglide device. The sheath was left in the artery in an attempt to achieve hemostasis. However, hemostasis was achieved with manual arterial compression in the end. After the procedure the patient developed a hematoma. The treatment for the hematoma was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.